Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had "replace system controller" alarms which resulted in a controller exchange. However, the same alarms re-appeared on the new controller which resulted in a second controller exchange. The alarms then resolved. Tech services identified cause of controller internal faults to be emergency backup battery (ebb) test circuit advisories. Related manufacturer report number #2916596-2020-04208. This report covers the second controller exchange.

Manufacturer narrative:
Correction: g3 - hospital was (B)(6) (section e was a distributor). Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 4 days of relevant data (14aug2020 ¿ 18aug2020 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on 14aug2020 from 11:03:29 until the controller was put into sleep mode (captured on 14aug2020 at 11:49:21) after being exchanged. The backup battery test circuit fault activated due to the unloaded backup battery voltage being measured above the acceptable voltage. Prior to the controller being put into sleep mode, the driveline was disconnected on 14aug2020 at 11:49:03 and the controller was disconnected from external power at 11:49:14; this is consistent with the provided information that the controller was exchanged. The controller was then powered on again, operating in charge mode, and put back into sleep mode several times without any issues or atypical alarms produced. No other notable alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. Additional information provided indicated that the backup battery will be exchanged at the clinic and no equipment will be returned for evaluation. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24jul2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.